Manufacturer narrative:
On (B)(6) 2011, a bec field service engineer found the wash syringe was broken. Fse performed pmc per checklist and installed new wash syringe.

Event description:
A customer contacted beckman coulter inc (bec) to report on a broken wash syringe on the ucta that leaked while changing the wash buffer supply. The customer wore a ppe and used absorbent materials to clean the spill. No injury or exposure was reported.